Event description:
It was reported that the patient underwent an explant procedure due to infection at the ipg site. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. The explanted ipg and lead were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6).